Event description:
Same case as:2134265-2014-07848. It was reported that the burr was stuck on rotawire. A 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were used for treatment. During platforming, rotational speed was checked using dynaglide mode and was noticed to be working properly as it went up to 200,000 rpm outside the body. However, abnormal sound was heard and the device stalled. The rotablator system was then removed from the body. It was then noted that the rotawire got stuck with the burr. Separating the rotawire from the burr was unsuccessful. The procedure was completed with a 1.5mm rota burr and 330cm rotawire. There were no complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after the devices were removed from the patient, the rotawire was observed to be separated. Another unspecified size rotawire was attempted to be inserted into the same burr; however, the burr was blocked. It was believed that the wire separated as the wire came in contact with the burr.

Manufacturer narrative:
Device evaluated by MFR: investigation completed. The device was returned for evaluation. The device returned has distal end damage and body kinked. Visual inspection noted the device was kinked and bent along the body, and the spring tip detached exposing the corewire. The spring tip was not returned. All outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as:2134265-2014-07848. It was reported that the burr was stuck on rotawire. A 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were used for treatment. During platforming, rotational speed was checked using dynaglide mode and was noticed to be working properly as it went up to 200,000 rpm outside the body. However, abnormal sound was heard and the device stalled. The rotablator system was then removed from the body. It was then noted that the rotawire got stuck with the burr. Separating the rotawire from the burr was unsuccessful. The procedure was completed with a 1.5mm rota burr and 330cm rotawire. There were no complications reported and the patient's status was good